Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon tore inside of me- vagina [foreign body in reproductive tract]. Tampon tore [device breakage]. Tampon tore when I was removing it- retained [complication of device removal]. Case description: consumer reported via e-mail that a tampon tore inside of her. No serious injury reported.